Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of the filter struts outside the walls of the inferior vena cava (ivc) and thrombosis and/or embolism. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported ivc perforation and venous thrombosis and/or embolism could not be confirmed without procedural films for review. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Venous thrombosis and/or embolism within vasculature does not represent a device malfunction. Clinical factors that may have influenced the event include underlying patient comorbidities, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of the filter struts outside the walls of the inferior vena cava (ivc) and thrombosis/embolism. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of the filter struts outside the walls of the inferior vena cava (ivc) and thrombosis/embolism. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. The following additional information was received per the patient¿s implant records: the patient had a history of acute deep venous thrombosis (dvt) involving the right popliteal vein, multiple sclerosis, history of heavy alcohol (etoh) and nicotine dependency. The filter was implanted due to dvt with contraindication to long term anticoagulation. The filter was inserted at the l2-l3 interspace and discharged at this level under fluoroscopy and was noted to open adequately with good position. The patient tolerated the procedure well and was moved to the recovery room in good condition. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately seven years and ten months post implantation. The patient reports perforation of filter strut(s) outside the ivc, blood clots, clotting and or occlusion of the ivc. The patient further reports that a CT scan performed for evaluation of the patient¿s trapease ivc filter reported perforation of the filter struts outside the walls of the ivc and thrombosis/embolism. These injuries have caused emotional distress, mental anguish, anxiety and stress.

Manufacturer narrative:
Conconmitant devices: unk 350 benson guidewire unk dilator and carrier sheath complaint conclusion: as reported, the patient had placement of the trapease inferior vena cava (ivc) filter. Per the medical records, history includes acute deep venous thrombosis (dvt) involving the right popliteal vein with a contraindication for anticoagulation, multiple sclerosis, history of heavy alcohol (etoh) and nicotine dependency. The filter was deployed at the l2-l3 interspace and was noted to open adequately with good position. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of the filter struts outside the walls of the ivc and thrombosis/embolism. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, blood clots, clotting and or occlusion of the ivc and anxiety. The patient further reports that a CT scan performed for evaluation of the patient¿s trapease ivc filter reported perforation of the filter struts outside the walls of the ivc and thrombosis/embolism. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots, venous emboli and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.